Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mobius multi modality monitoring system was reported to have the ac inlet module to break free when the power cord was bumped. Therefore, the electrical contacts are exposed to the metal frame of the unit. Additional information has been requested.